Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) and shock therapy to what appeared to be supraventricular tachycardia (svt). Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.